Event description:
It was reported that balloon rupture occurred. The patient was presented with internal shunt stenosis and underwent shunt percutaneous transluminal angioplasty. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vein. A 6.0mmx150mmx150cm 4f sterling balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for few seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.